Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was cut during left ventricular assist device (lvad) implantation. Additional information obtained from the field indicating that the lead was severed during the procedure and was confirmed through x-ray. The lead remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was cut during left ventricular assist device (lvad) implantation. Additional information obtained from the field indicating that the lead was severed during the procedure and was confirmed through x-ray. The lead remains implanted. No additional adverse patient effects were reported. Additional information was received that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.